Event description:
During a shoulder repair procedure the bioraptor broke. The pilot hole was drilled using the drill guide and 2.7mm drill bit. The eyelet portion of the anchor remains embedded in the patient's bone. The surgeon used a 3mm competitor's anchor to finish the case without any further issues. A delay of three minutes resulted and no patient injury or complications resulted.